Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in the shock impedance measurements of up to greater than 125 ohms. Commanded maximum energy shocks were delivered to the patient, which resulted in normal shock impedance measurements. The physician planned to continue monitoring the patient. No additional adverse patient effects were reported. The lead remains in service.